Manufacturer narrative:
Model number/catalog number 72401110, serial number (B)(4), batch/lot number 338683005, model/catalog description pump cxm, expiration date 12/12/2006.

Event description:
It was reported that the patient had the inflatable penile prosthesis cylinder and pump components removed due to cylinder tear and pump deterioration. A new inflatable penile prosthesis consisting of 18 cm x 12 mm cylinders, pump, and reservoir were implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted. Additional information received indicated the patient had an entire disorder for the implant a month ahead of the surgery.

Manufacturer narrative:
Device analysis: a cylinder hole/perforation was reported. The ams700 device was visually inspected and functionally tested. One cylinder had a leak due to sharp instrument damage consistent with explant damage. Based on the determination that this leak was due to explant, it will not be considered a probable cause for this event because it is a secondary failure. There was a leak in the other cylinder due to input tube and input tube sleeve wear. This cylinder also had broken fabric threads. The cylinder hole/perforation was confirmed due to input tube sleeve wear. Based on the results of this investigation, no escalation is required. If further information is received at a later date, the product investigation will be reopened to address the additional information. Pump analysis: malfunction was reported. The ams700 pump was visually inspected. No leak was found. The pump was not functionally tested due to the cylinder failures. Reported events not confirmed for the pump component. The investigation conclusion code of no problem detected was chosen because the reported advents could not be traced to a device issue or problem. Based on the results of this investigation, no escalation is required. If further information is received at a later date, the product investigation will be reopened to address the additional information. Model number/catalog number 72401110 serial number (B)(4) batch/lot number 338683005 model/catalog description pump cxm expiration date 12/12/2006. A cylinder hole/perforation was reported. The ams700 device was visually inspected and functionally tested. One cylinder had a leak due to sharp instrument damage consistent with explant damage. There was a leak in the other cylinder due to input tube and input tube sleeve wear. This cylinder also had broken fabric threads. Malfunction was reported. The ams700 pump was visually inspected. No leak was found. The pump was not functionally tested due to the cylinder failures.

Event description:
It was reported that the patient had the inflatable penile prosthesis cylinder and pump components removed due to cylinder tear and pump deterioration. A new inflatable penile prosthesis consisting of 18 cm x 12 mm cylinders, pump, and reservoir were implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted. Additional information received indicated the patient had an entire disorder for the implant a month ahead of the surgery.